Event description:
It was reported that high, out of range, pacing lead impedance and high capture threshold were observed. Lead fracture was suspected. The lead was capped and replaced. The procedure was completed successfully without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.